Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that during use of the bd solomed¿ 5ml syringe with needle there was an issue with two plunger rods being broken. This occurred on 2 separate occasions but the date/time and or patient information is unknown. The following information was provided by the initial reporter, translated from portuguese to english: two (2) syringes with the plunger broken. The lot informed by the customer is ss-0317. The incident was noticed before the use. The plunger has broken in the moment of the aspiration. There was no damage to the patient/health professional. There was no need for medical or surgical intervention. There is 2 unit of sample available to be collected.

Event description:
It was reported that during use of the bd solomed¿ 5ml syringe with needle there was an issue with two plunger rods being broken. This occurred on (B)(4) separate occasions but the date/time and or patient information is unknown. The following information was provided by the initial reporter, translated from portuguese to english: (B)(4) syringes with the plunger broken. The lot informed by the customer is ss-0317. The incident was noticed before the use. The plunger has broken in the moment of the aspiration. There was no damage to the patient/health professional. There was no need for medical or surgical intervention. There is (B)(4) unit of sample available to be collected.

Manufacturer narrative:
H.6. Investigation summary: DHR, quality notification and maintenance analysis were reviewed and no occurrences potentially related to the defect was observed. The sample provided by the customer was evaluated and it is possible to observe plunger activated however the packaging was opened in a way that could led to the premature plunger activation. The potential cause for the occurrence is a jam at assembly process, leading to the premature activation. Another potential root cause is a weakening at plunger molding causing the activation force low. The plunger activation force test was performed at batch release and no deviation were observed for the complaint batch. Also, it is necessary to check the customer product usage as the breakable plunger is part of product function to prevent syringe reusage. The incident reported from this complaint will be monitored for trend evaluation. H3 other text : see section h.10.

Event description:
It was reported that during use of the bd solomed¿ 5ml syringe with needle there was an issue with two plunger rods being broken. This occurred on 2 separate occasions but the date/time and or patient information is unknown. The following information was provided by the initial reporter, translated from portuguese to english: two (2) syringes with the plunger broken. The lot informed by the customer is ss-0317. The incident was noticed before the use. The plunger has broken in the moment of the aspiration. There was no damage to the patient/health professional. There was no need for medical or surgical intervention. There is 2 unit of sample available to be collected.

Manufacturer narrative:
D.4. Medical device lot #: 9073874. D.4. Medical device expiration date: 2024-03-31. H.4. Device manufacture date: 2019-03-26. H3 other text : see section h.10.